Manufacturer narrative:
The reagent lot number was 889120. The expiration date was requested but not provided. The field service engineer (fse) replaced and calibrated the sample needle at all points. The fse verified the dispensing and drying of the washing station. Following the fse intervention, the instrument was confirmed to be working within specifications and no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of qua estionable glucose hk gen.3 result for a patient sample tested on a cobas c 503 analytical unit. The initial result was 6.20 mg/dl. The repeat result was 97.9 mg/dl.